Manufacturer narrative:
(B)(4). Device evaluated by manufacturer.: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the wire lumen. The hypotube was completely separated 25.5cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. The shaft was not damaged. The balloon was tightly folded. The tip was not damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following predilation, a 3.50mmx15mm maveric balloon catheter was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft break.